Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the arctic sun device ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively.